Event description:
A healthcare provider via a manufacturer representative reported that the patient was experiencing heating at the battery site. The patient met with a manufacturer representative and the impedances were checked. The connections were good and the patient had satisfactory stimulation. They were unable to reproduce the heating issue and the cause was not determined. The patient and physician were discussing having the battery replaced at the time of the report. The patient was implanted for multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.